Event description:
Customer reported an adc meter reading of 290 mg/dl and lab reading of 94 mg/dl completed within 10 minutes. Test was performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Please note that customer expressively squeezed test site to obtain a blood sample. This issue does not meet the pre criteria.